Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked in multiple locations throughout its length and ovalized approximately 2.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized near the distal tip. This type of damage typically occurs due to improper handling during use. If the cat6 is forcefully manipulated or compressed during insertion into a sheath, damage such as this may occur. The kinks throughout the catheter length were likely due return packaging conditions. The sheath mentioned in the complaint was not returned for evaluation. Cat6 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while inserting the cat6 into another manufacturer's sheath, it became kinked at the distal tip and was removed. The procedure was completed using another manufacturer's device. There was no report of an adverse effect to the patient.